Event description:
Literature reporte of a pt who developed an intraspinal mass at l1 catheter tip visible by MRI 30 months after catheter implant. The pt had increased spasticity but no neurological deficits. The catheter was removed and reimplanted and spasticity became well controlled again. Literature source: intrathecal catheter granuloma associated with isolated baclofen infusion, 2006 issue of anesthesis & analgesia